Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining erratically elevated troponin (accutni) results both above the acute myocardial infarction (ami) cut-off and within the risk stratification range for one (1) patient's samples generated on the unicel dxi 800 access immunoassay system over the course of two (2) days ((B)(6) 2011). This report documents the results generated on (B)(6) 2011. The erroneous results were reported out of the laboratory. The patient was then sent to the hospital's emergency department where anticoagulation treatment was initiated and other "cardiac exploration tests" were performed.

Manufacturer narrative:
Per the customer complaint record, the accutni samples were collected in 7 ml greiner plasma tubes with a gel separator and centrifuged for 15 minutes at 2500 rpm at 20° c. Bec reviewed all three (3) levels of the customer supplied accutni qc results dated prior and after the event. All qc values were accepted by the customer as resulting within their established ranges. Bec also reviewed the customer supplied accutni calibration curve from (B)(4) 2011. The calibration curve was accepted as passing and had acceptable %cvs (coefficient of variations). The customer did not supply any system check data or maintenance records for review. The customer sent multiple samples to customer product line support (cpls) for additional testing. The testing performed involved running the samples neat, after being shaken and after re-centrifuged. Cpls east was unable to replicate the erratic results and concluded that there is potential for pre-analytical factors to be a contributing factor in regards to the erratic results. Cpls recommends therefore to follow tube manufacturer instructions in term of clotting time, tube mixing (number of inversions when mixing blood), speed and g force when spinning. Cpls also recommended to the customer in case of similar issue, to transfer the sample from the original tube and re-centrifuge prior to re-testing. Service was not dispatched for this event. A definitive root cause is unknown for this event; however, a pre-analytical step issue is a plausible contribution for the erratic results. This report is related to MDR 2122870-2012-00256 that is being reported on a different date for the similar event that occurred at this customer site.